Manufacturer narrative:
H3, h6: the device that was used in treatment was not returned for evaluation, with all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root cause may include the device was incorrectly applied as reported by the customer. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found further instances of the reported event. The associated risk files contain details relating to harm. However, the clinical review has not established a causal link. Additional rmr is not required. Instructions for use contains recommendations and precautionary statements for proper use of product. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that severe rash/chemical burn occurred. The patient had a poweline catheter implant in her chest that require dressings. She have adhesive allergies that were previously managed by using skin prep. The supply company sent a smith and nephew brand adhesive remover and smith and nephew bran skin prep. However the skin prep is orange and green packaging while the adhesive remover is orange and dark orange. This resulted in us mixing up the two and using prevent remover without using skin prep, resulting in a severe allergic reaction that blistered and was essentially a chemical burn.